Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that a migration had occurred. No further patient complications were reported.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that a migration had occurred. No further patient complications were reported. It was further reported that on (B)(6) 2011 a CT of the abdomen without contrast revealed the filter was identified and noted to be in good position. On (B)(6) 2017 a CT of the abdomen without contrast was performed and revealed a measurement of the angulation of the inferior vena cava filter with respect to the long axis of the ivc was about 12 degrees. The apex of the filter did not appear to be touching the wall of the ivc. The apex of the ivc filter lays about 4.8mm above the origin of the left renal vein. The distal limbs of the filter do not appear to have perforated beyond the lumen of the lower portion of the ivc below the renal veins.